Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter contained in the surestep catheter system would not deflate. Reportedly, it took the operating room staff 20+ minutes to withdraw enough saline to remove the foley. The catheter was ultimately removed without any additional trauma to the patient.

Event description:
It was reported that the balloon of the catheter contained in the surestep catheter system would not deflate. Reportedly, it took the operating room staff 20+ minutes to withdraw enough saline to remove the foley. The catheter was ultimately removed without any additional trauma to the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to inflation notch only being accessible to the manufacturing site. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. A ridge was noted on the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but the balloon could not fully inflate and begun to expand at the inflation valve. The balloon could not be deflated. After dissecting, it was found that the inflation notch was not fully perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed"